Event description:
It was reported that the patient was implanted with a miniarc sling. It is unk if the sling remains implanted in the patient. The event description from the reporter states, "previous miniarc sling placement. She experienced vaginal discharge and pain. She desired surgical removal." No add'l complications have been reported in relation to this event. Reference voluntary report: (B)(4).

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.